Event description:
It was reported that a red call doctor icon was observed on the communicator, indicative of an alert due to high out-of-range shock impedance measurements on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.